Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a electrovaporization of prostate, the unit's preoperative electrosurgical self-check was normal, the power was set to 60w, and the negative plate was "shuyou" brand. There was no output from the electrosurgical ring when activated during the operation, and no output after repeated activation, so the electrosurgical host, electrosurgical ring and wiring were repeatedly replaced. The specific reason was unknown. Finally, the unit was still used to complete the operation. After the operation, it was found that the patient's right little finger had burns and scalds. There was third degree burn of the first and second finger joints of the little finger of the right hand, size of burn 0.8cm. Debridement and cross-arm flap transplantation were performed on october 17 that caused prolonged hospital stay of about two weeks.